Event description:
After 10 months of implantation, the device involved in thins MDR report was found in standby mode upon interrogation during routine follow up; after device re-initialization the elective replacement indicator was displayed; therefore the device was explanted and returned for analysis.